Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the faulty quantum board (qb) could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image due to a faulty quantum board (qb), the power switch and its bracket were found broken, the bezel was found cracked, the screws could not be fixed into it with the proper torque , and the rear cover was found cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during routine maintenance, the high-definition lcd monitor had no image. There was no patient involvement in this event.